Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ integrated safety catheter system leaked at the connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history report was conducted for lot number 8043009. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. According to our records, this lot of pegasus was assembled in april of 2018; this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Based on the sample submitted by your facility, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier. Bd has notified the appropriate personnel and will continue to track and trend for this issue.

Event description:
It was reported that bd saf-t-intima integrated safety catheter system leaked at the connection. No serious injury or medical intervention was reported.